Event description:
It was reported that the balloon of fogarty catheter did not inflate before use. The device was replaced with a new one and used for the procedure. There were no patient complications reported. Date of event is unknown. Per product evaluation, balloon was deteriorated with missing pieces.

Manufacturer narrative:
The reported event of the balloon of fogarty catheter did not inflate was confirmed. As received, a stylet wire was inserted into the catheter and it could not be removed. 2 kinks were observed at 3 cm and 62.5 cm proximal from catheter tip. After the kinks made straight, the stylet wire could be removed and the kinks became moderate. Closer examination found that the balloon latex appeared deteriorated. Some small holes were observed at the distal side of balloon. Balloon did not inflate due to leakage from the distal side of the balloon. After cutting the proximal windings, the edges of holes did not appeared to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from both windings and catheter body. Further evaluation regarding quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Engineering evaluation was completed. A CAPA was initiated for this issue and a product risk assessment was needed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.